Event description:
A physician attempted an arteriotomy closure in the right common femoral artery using the starclose device after a diagnostic procedure. During the procedure, the vessel locator button would not stay depressed. The physician removed the device and reverted to manual compression to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.